Event description:
It was reported that the power plug had melted on the neptune rover. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The manufacturer field service technician found that the plug had melted. The cord did not appear to be damaged in any way. No bubbles or melted spots in the cord. The wires were not burned. The rover power plug (20amp) was replaced and the unit was returned to service.